Event description:
It was reported that rotation speed was unstable. A 1.75mm rotapro was selected for use in a percutaneous coronary intervention in the left anterior descending artery. The 95% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, the device exceeded the set rotation speed of 170,000 rpms. The device reached a maximum rotation speed of 345,000 rpms. Ablation was unable to be performed. The procedure was completed with another 1.75mm rotapro. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed without the speed rapidly increasing or decreasing. There were also no abnormal noises. During functional testing, there were no abnormalities to the device, and it ran with no speed issues or weird noises. Product analysis did not confirm the reported event, as the speed did not rapidly increase or decrease during analysis.

Event description:
It was reported that rotation speed was unstable. A 1.75mm rotapro was selected for use in a percutaneous coronary intervention in the left anterior descending artery. The 95% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, the device exceeded the set rotation speed of 170,000 rpms. The device reached a maximum rotation speed of 345,000 rpms. Ablation was unable to be performed. The procedure was completed with another 1.75mm rotapro. No patient complications were reported.